Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that approximately one month following the patient's discharge from hospital the patient presented to his general practitioner with an ischemic right hand. The general practitioner referred the patient to a vascular surgeon who operated and removed 2 guide wires from the patient's brachial artery region. See MDR 3006425876-2014-00108 for the add'l report for the second guide wire. The patient notes for the case state that the patient had 2 catheters inserted into his right radial artery. One was removed because it was not "working" so a second catheter was placed. The second catheter was removed when the patient no longer required hemodynamic monitoring.